Manufacturer narrative:
The investigation of high purge pressure has been completed. A purge cassette was returned for evaluation, no pump was returned for evaluation. No abnormalities noted on visual inspection of the cassette. Cassette was connected to aic and "defective purge cassette" alarm was triggered. No data logs were returned for analysis. Clinical details noted that a high purge pressure alarms were resolved with tissue plasminogen activator (tpa) and when attempting to resolve high purge pressure with cassette change, new cassette received "cassette defective" alarm and was not used. The root cause of the high purge pressure was most likely due to biomaterial as it was resolved with tpa. B5 updated with additional information d9 date device returned to manufacturer added the following have been reported incorrectly or missing from manufacturer device report 1220648-2024-12548: e4 should have been left blank h.6 code 4644 was reported incorrectly. New code was added to health effect - impact code.

Event description:
The patient continued to decompensate and expired while on support. Per medical safety officer review use of the device cannot conclusively be associated with the outcome.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follo impella 5.5 with smartassist section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. During support, the automated impella controller (aic) displayed a purge system blocked alarm. Upon changing purge cassette, new cassette prompted "cassette failure" and unable to advance the purge disc into place and clear the notification. A decision was made to place the previous purge cassette and perform aic to aic transfer. After the aic was exchanged, tissue plasminogen activator was initiated successfully. The patient remains on impella 5.5 support on the date of this report.